Event description:
Same case as MDR ID 2134265-2013-08893. It was reported that a guide wire was broken. A 1.50mm rotalink¿ plus and an unspecified rotawire guide wire was selected for the procedure. During preparation, the burr was tracked over the guide wire for the platforming test outside the patient. The rotation speed was set at 230,000 revolution/min. It was noted that the guide wire was broken during the testing. A different device and guide wire were used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Event description:
Same case as MDR ID 2134265-2013-08893. It was reported that a guide wire was broken. A 1.50mm rotalink plus and an unspecified rotawire guide wire was selected for the procedure. During preparation, the burr was tracked over the guide wire for the platforming test outside the patient. The rotation speed was set at 230,000 revolution/min. It was noted that the guide wire was broken during the testing. A different device and guide wire were used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Visual examination of the complaint unit was carried out. No visual issues were noted. A connect/disconnect test and a tug test were carried out as per connect/disconnect rotalink plus procedure. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to wire guide the returned unit using a test wire guide. Resistance was met in the annulus of the burr. The burr was microscopically examined as per rotalink plus workmanship standards. The annulus of the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip; recommends using a 1.50mm at a speed of 190,000rpm. The event description states the device was tested at 230, 000 revolutions/min. (B)(4).

Manufacturer narrative:
(B)(4).